Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, when the third band was attempted to be deployed, there was a resistance felt and the handle could not be rotated completely. After three attempts of band deployment, it was decided to stop the procedure. When the device was removed, it was found that the three bands had overlapped. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.